Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and calcified proximal left anterior descending artery (lad). A 2.75x28mm veriflex stent delivery system (sds) was then advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were raised. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).